Manufacturer narrative:
Complaint conclusion: as reported, when the physician placed the 0.035in terumo guidewire into the 5f 110cm infiniti pigtail catheter, some ¿jelly product¿ drained out of the catheter prior to use on the patient. There was no report of patient injury. The device was stored, handled, and prepped according to the instructions for use (IFU). There were no anomalies or other damages noted to the device or packaging. The ¿jelly product¿ appeared to be some type of ointment or vaseline. There was no peeling noted in the inner or outer catheter. The jelly product was also noted in the other two catheters involved. One non-sterile cath f5 inf pig 110cm 6sh diagnostic catheter was received coiled inside a plastic bag along with an unknown guide wire. The received diagnostic catheter was thoroughly inspected and no contamination or anomalies were found. The received catheter was flushed and no foreign matter was found. Also, the received unknown guide wire was inserted through the received diagnostic catheter and no foreign mater came out from the catheter inner lumen. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The reported event by the customer as ¿catheter (body/shaft) ¿ foreign material - (cardiovascular)¿ was not confirmed since no foreign matter was noted on the received catheter during product analysis. The received catheter does not present any anomalies or damages that could contribute to the event reported. The root cause of the event reported by the customer could not be conclusively determined during the analysis. Based on the product analysis and the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Manufacturer narrative:
The product was returned for analysis however the engineering evaluation has not yet been completed. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information will be submitted within 30 days of receipt.

Event description:
It was reported that when the physician placed the 0.035in terumo guidewire into the 5f 110cm infiniti pigtail catheter, some ¿jelly product¿ drained out of the catheter prior to use on the patient. There was no report of patient injury. The device was stored, handled, and prepped according to the IFU. There weren¿t any anomalies or other damages noted to the device or packaging. The ¿jelly product¿ appeared to be some type of ointment or vaseline. There was no peeling noted in the inner or outer catheter. The jelly product was also noted in the other two catheters involved. The device will be returned for analysis.

Manufacturer narrative:
(B)(4). (B)(6). Concomitant medical products: 0.035in terumo guidewire. The device has been returned for analysis, however the engineering evaluation has not yet been completed. Additional information will be submitted within 30 days of receipt.